Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for a surgical revision procedure. The patient had previously reported discomfort, and no device issue or malfunction was reported. The device was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Device was returned due to pocket pain. The device was received operating above elective replacement indicator(eri). Visual inspection on device did not find any anomaly that could cause the pain experienced by the patient. Analysis of the device image found no anomalies with normal range of operation for current and battery voltage. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed, and device has appropriate remaining longevity. Correction: d9: return date should be jul 28, 2022, which should have been included in the prior report.

Event description:
New information received notes that it was unknown what the cause of the pain leading to the device explant was. The patient weight was unknown.